Event description:
It was reported the single use ligating device mechanism would not release, resulting in the wire needing to be physically cut in order to be removed from the patient. The issue occurred during an unknown procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.